Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by fibrin in the peritoneal effluent, abdominal pain, and diarrhea. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date during the hospitalization, the patient began treatment with vancomycin intraperitoneally daily (dosage and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. After five days of hospitalization, the patient was discharged. During hospitalization, the patient recovered from the manifestations of the peritonitis and was recovering from the peritonitis event. No additional information is available.